Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that two blades were returned together without original packaging or lot identification. The color and magnet scheme of the device matches the print. Both inner blades have heavy scoring at the proximal end where large bio debris has ground against each surface during rotation. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, while performing a subacromial decompression and when creating a footprint on the gt of the humerus, the full radius bonecutter blade began to shed metal. The pieces were removed from patient by suction. The procedure was completed with a back up device and a surgical delay of less than 30 minutes. No further complications were reported.